Event description:
It was reported by service report that the scale would not zero. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Scale would not zero due to the head left load cell cable being loose.